Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient experienced low blood glucose (bg) levels, dizziness and feeling of fainting and the ambulance was called. The patient's personal diabetes manager (pdm) was giving multiple low readings. The patient was treated at home by emergency medical team (emt) with a glucose shot.